Event description:
Philips received a complaint on the dfm100 indicating that the electrode pads was found broken during self-test. Device was not in clinical use at the time of event. There was no patient involvement at the time the issue was discovered. Based on the information provided by customer, the reported problem was able to be confirmed by customer. The reported problem was determined to be due to an adult removable electrode pad failure. The root cause of the electrode pad failure was pads aging. A third party replaced the electrode pad to solve the issue, and the product is back in service. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290

Manufacturer narrative:
Phone number: (B)(6).